Event description:
The customer reported that the monitor displayed an "alarms disabled" message during a pt incident, resulting in a death.

Manufacturer narrative:
The customer reported in 2009 that a pt died in bed ten days prior, and he needed info in order to fill out a hospital report. He stated that the monitor did not contribute to the death, but one of the deceased family members was alleging that an "alarms disabled" message was showing on the mp70 monitor when the incident occurred, and he wanted info regarding alarms configuration and operation in certain conditions. A philips clinical specialist (cs) went onsite and reviewed the configuration of the monitors. She stated that "the mp70 are configured with the alarms off disabled, so there is no way for the end user to turn off all of the red level alarms. This configuration option prevents the end user from having the ability to turn off all of the ECG/hr alarms." The cs also stated "even if the end user would have changed the alarm source from ECG to pulse, the monitor would still alarm for asystole, ventricular fibrillation/tachycardia, extreme bradycardia, extreme tachycardia, high heart rate, and low heart rate. They would not alarm for any other arrhythmia alarms. If the end user would have turned arrhythmia off at the bedside, the monitor would still alarm for asystole, ventricular fibrillation/tachycardia, extreme bradycardia, extreme tachycardia, high heart rate, and low heart rate. They would not alarm for any other arrhythmia alarms. If the end user would have turned arrhythmia off at the bedside, the monitor would still alarm for asystole, ventricular fibrillation/tachycardia, extreme bradycardia, extreme tachycardia, high heart rate, and low heart rate." The alarm logs provided show that the monitor in question was generating alarms before, during and after the incident on the day in question. The users can pause alarms, in which case the alarm log would show 'alarm suspended'. There are no such 'alarm suspended' entries for this pt during the time in question. If alarms are acknowledged by users, a 'silenced' alert appears on-screen for a time configured by the users. Some of the alarms for this pt in this time period were silenced by users. Alarms, silencing, and pausing are adequately described in the instructions for use (IFU). Based on the available info, we conclude that the monitor worked as intended and as the customer configured the alarms to work. No further investigation or action is warranted. We will consider that the pt's relative noticed the 'silenced' alert on-screen after an alarm was acknowledged.